Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with assistance, did not experience recurring malfunction code, and was instructed to call back if any malfunction appeared again.